Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The reason for call was caller stated that they had a replacement surgery on november 6th and the doctor removed the old system and leads and put in the intellis system. Caller stated that there was a hematoma and a blood clot that the system pushed into their spinal cord, and it paralyzed them. Per patient after his implant and recovery he can't move anything from his waist down to his leg/foot. Per patient the dr decided to remove and re-implant the device however during the re-implant there's a lot of blood clot and it's against the spinal cord. Per patient, dr was able to stabilize the blood clot and successfully reimplant the device. After an 1-2 hours patient is again paralyze so they decided to totally remove the whole system and a replacement never took place. Caller added that they put a drain in there to clear it up. Caller noted that the doctor said they would not put the system back in because it looked like a bomb went off in their back. Caller mentioned that a couple hours later they got their feeling back so they weren't paralyzed anymore, but they were for an hour or so. Caller asked what to do with the external equipment that they were sent home with that hasn't been used. Rep reported as of this morning, the patient was still admitted to the ICU.

Manufacturer narrative:
Continuation of d10: product ID: 977c265, serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 17-jul-2027, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was cant having surgical pain around the incision after the procedure this morning. The hospital staff had difficulty getting patient's pain under control. Once patient was sent to phase 2, the staff reported that the patient has weakness in legs and it was determined to remove the device. The stimulator and lead were removed. It is currently too soon to tell if there is any other issue other that lower extremity weakness and severe pain.